Event description:
Tissue morcellator in use and black rubber valve piece fell out into patient. Piece was retrieved in its entirety and removed from patient. Device was removed and new handpiece used.